Event description:
Home monitoring showed shock impedance greater than 150 ohms on (B)(6) 2021. The value in person on (B)(6) 2021 was 101. Shock impedance has trended around 110 ohms for the last year. Rv sensing has trended up slightly in the last few months. A full lead evaluation was recommended, including postural and isometric testing. Rep will discuss results with physician. Lead remains implanted. No adverse events reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was capped on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.